Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient expired possibly due to infection at the percutaneous lead exit site associated with bacteremia which may have contributed to patient's death on (B)(6) 2014, while on hospice. No autopsy was performed. The care providers are reported to suspect the possible infection issue/relation. Log files were not submitted and the system controller was discarded and is not available for evaluation. The lvad pump was not explanted.

Manufacturer narrative:
The manufacturer was advised that the lvad pump was not explanted from the patient, therefore, will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.